Event description:
Customer reports that he obtained results of 274mg/dl his device and 105mg/dl on the va device. He reports the comparisons were taken within 5 minutes. No treatment received and no adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.